Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous results generated by immage 800 immunochemistry system for three patients. The results were not reported out of the laboratory. Subsequent testing produced different results. There was no effect to the patients or user.

Manufacturer narrative:
The samples were sera. Qc was within the established ranges prior to and after the event. Other results were suppressed. A bci field service engineer (fse) visited the site on (B)(4) 2010 and replaced the syringes and then returned on (B)(4) 2010 to replace the vacuum valve. This resolved the issue.